Manufacturer narrative:
Two samples were provided to our quality team for investigation. Through visual inspection, it was observed that both syringes were entirely missing the scale markings. The condition observed is non-conforming per product specification. The potential root cause for the missing print defect is associated with the marking process. Furthermore, a device history record review was completed for provided lot number 3257048. A notification for this defect was written during the production of this batch. A requalification was performed, and the line was cleared of defects. However, it is possible that a limited number of pieces escaped detection under this condition. These conditions are occurring below their expected frequency so no corrective action is required at this time.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309657 lot # 3257048 it was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter: "syringe discovered to be absent of graduation/volume marks." Verbatim: rcc received a complaint via email. Email(s) attached ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2024. Type of incident/problem: defect (detected before use) level of harm: no effect - did not reach patient - detected before use or does not touch person during use ahs optional report to cmdsnet (health canada): incident details: syringe discovered to be absent of graduation/volume marks. Impact of incident: occurred before patient contact. Who was affected? No person affected unexpected or prolonged care? No device information device name/description: syringe luer lock tip 3ml manufacturer: becton dickinson canada inc manufacturer code/model: 309657 serial or lot number: (B)(6). Expiry date: n/a or unknown supplier: medline canada corporation supplier catalogue number: 308-309657 is device retained: yes number of devices: 1 device handling hazards wipe, contained, labeled? Wiped, double bagged (if consumable), and labeled as per instructions investigation request expected type of investigation: actual device tested, lot review shipping instructions request date (yyyy-mm-dd): 2024-04-30 e-mail address for person holding device: (B)(6) site shipping address: (B)(6).